Manufacturer narrative:
(B)(4). (Results, conclusions) - other: (lack of info).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 8 years ago. Aneurysm and vessel morphology at the time of implant or at the time of the event were not reported. There is a patent ima and lumbars. The patient was found to have a suspected type iii endoleak (fabric) or a type ii endoleak at a recent f/u. A secondary intervention was performed 5 days after the suspected endoleak was found; however, no type iii endoleak was identified; a kink of the stent, about two stent rings below the distal end of the gate, was identified in the 15x115 limb. A 16mm x 135mm aneurx limb was used to reline the contralateral limb successfully. No add'l clinical sequelae were reported, and the patient is fine.